Event description:
It was reported that a pancreatic cancer pt had the ivc filter placed via jugular approach 2 days prior to exploratory laparototomy. In the or, it was noted that 1 filter arm and 2 filter legs had perforated the caval wall. The surgeon used wire cutters to cut off the perforated limbs and chief radiologist then removed filter via jugular approach with a cone device successfully. Dr reported that during the jugular delivery, the filter was "pushed out" instead of being unsheathed, thus pushing limbs into caval wall. No pt injury.